Manufacturer narrative:
Initial and final (B)(4) - device 2 of 3. E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient developed infections at the insertion site with three infusion sets. The insertion site was located on the abdomen. The patient visited the hospital and was diagnosed with skin cellulitis, which was subsequently treated with antibiotics. No further information available.